Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device stopped working during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the gear on the device was worn, the trigger of the device was not moving smoothly, other moving parts of the device were not moving smoothly, the device failed lid leak tightness test, the device had a sticky trigger, there was component damage, and the etching on the device was illegible. It was further determined that the device failed pretest for check roundness of the housing, check for sticky triggers, leakage test, and marking and labeling. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, power module device (7/28/2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the attachment device, power module device, and handpiece device stopped working during use. It was reported that there was no delay in the procedure due to the event. It was reported that there were unspecified spare devices available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.